Manufacturer narrative:
E.1. Initial reporter addr 2: (B)(6). Investigation summary: bd received a photo for investigation. The provided photo was visually evaluated and confirmed the customer¿s indicated failure mode. Additionally, 100 retained samples were visually inspected, with no visible defects observed. Functional tests were conducted on 10 retained samples, and all samples were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sodium fluoride: 3 mg na2 edta: 6 mg blood collection tubes, five tubes underfilled. No adverse impact was reported regarding the patient or user.